Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular lead causing the patient dizziness. The device was reprogrammed and an in-clinic follow-up is anticipated to further address the event but not yet scheduled. The patient was in stable condition.